Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed and attributed to the lcd color cable that was not properly seated. The lcd color cable was reseated to correct the reported problem. It is unknown how the cable became loose. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.